Manufacturer narrative:
(B)(4). G2: foreign - country occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the ps femoral impactor broke while impacting the femoral component. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned. Review of the picture provided shows the fractured instrument that exhibits signs of wear and previous use. The instrument was not returned for evaluation; therefore, further visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records and receiving inspection report identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed via photo. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.